Manufacturer narrative:
Vns therapy labeling lists heart rhythm and rate changes as potential adverse events of vns therapy, possibly related to stimulation or surgery.

Event description:
Reporter indicated a patient experienced episodes of bradycardia while recovering from general anesthesia in the recovery room after a brain-scan MRI. The attending anesthesiologist administered medication and the bradycardia resolved. Per the reporter, the bradycardia events were attributed to a combination of general anesthetic drugs and vns stimulation, which worked together to inhibit the heart rate. Device diagnostics performed in the recovery room yielded normal results. The patient was discharged from the recovery room to the care of his mother in good condition per the reporter.